Manufacturer narrative:
According to the customer, on (B)(6) 2025 the 21 gauge butterfly needle "did not fully retract after button pushed" during a "phlebotomy procedure." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 11/21/2025 the 21 gauge butterfly needle "did not fully retract after button pushed" during a "phlebotomy procedure."

Manufacturer narrative:
Update to type of investigation (b).